Event description:
After treatment in the nasolabial folds and creases with juvederm ultra, the patient presented with swelling in the neck, lip, cheek, and lower face. The physician has diagnosed the symptoms as angioedema. The physician prescribed oral prednisone, benadryl, and medrol, and an antihistamine. The physician stated that an epipen was prescribed over the phone. The physician believes, that had prednisone not been prescribed, it might have led to worsening of symptoms that could have led to permanent injury. The patient is doing much better after prescribed treatment.